Event description:
The account alleged the brakes are not functioning. No pt impact.

Manufacturer narrative:
The technician found the brakes move side to side while in brake mode. The technician found the brake mechanism bolt holding the cable in place is snapped in half leaving cable loose and hanging underneath the base frame. The technician replaced the brake mechanism and brake caster to resolve the issue.